Event description:
Pt was admitted in 2002 with liver abscess confirmed on CT scan, which showed migration of part of bird's nest filter. According to physician, one of the legs of the filter had worked its way through the ivc wall to the duodenum, forming a fistula. Pt lost a lot of blood during the operation to close the fistula and extract the leg of the filter which was cut. As of 07/2002, pt was still on ICU, but extubated.